Event description:
The screwdriver broke at the tip. The doctor had difficulty connecting the screwdriver and the screw head. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. A review of the device history records has been requested. The visual investigation of the complained screwdriver shows that the tip is broken. This is normally due to too much torque being applied during tightening. The screwdriver was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. No product fault could be detected. This complaint has been determined to be invalid. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.